Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they provided a letter of recommendation from their dentist. The dentist states in the letter that upon examination it was found the patient to have skeletal class iii with class I malocclusion, bilateral posterior crossbite and open bite, anterior crossbite of ur2, crowding of lower - 3mm and crowding of upper 4mm, 5% overbite and 1mm overjet. Further treatment is required to correct patient's malocclusion. The uncorrected bilateral posterior crossbite is a serious malocclusion as it causes a significant impairment to proper mastication. The eccentric contact cause improper occlusion and function which may lead to loss ofteeth due to traumatic occlusion and potentially severe tmj issues.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.